Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down button was sticking. This issue was noticed a month ago. A replacement pump was sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and contrast keypad buttons are intermittently responsive and required increased applied force to respond. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a crack in the case from the battery chamber opening to below the finger pad.